Event description:
It was reported that the patient underwent surgery for 1 level tlif on one side at l4-5 with dynamic rod fixation at l4-s1 on the same side and dynamic rod fixation at l5-s1 on the opposite side. Sometime post-op a pedicle screw was broken at s1 and the patient underwent a revision surgery to remove and replace hardware. All removed hardware was given to the patient per request following the revision.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Reportedly the removed implants were given to the patient per request following the revision. Unable to determine cause of the event.